Manufacturer narrative:
While our equipment did not malfunction, the user facility reported an employee contacted our device and sought medical treatment. The user facility stated the employee subject of the reported event was not paying attention and bumped his leg into the user facility's platform sterilizer loading cart. The employee sought medical treatment at the emergency room, treatment was administered, and the employee returned to work. A steris service technician arrived on-site, inspected the platform sterilizer loading cart and the platform sterilizer; and confirmed them to be operating according to specification. No issues were identified. The technician notified the user facility of the proper use and operation of the platform sterilizer and loading cart; and recommended that the user facility place the carts in low traffic areas to prevent employees from contacting the carts. The technician concluded that this event was a result of user error. No additional issues have been reported.

Event description:
The user facility reported an employee was injured after hitting his leg on the platform sterilizer loading cart. Medical treatment was sought and administered and the employee returned to work.